Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: d4, d8 and h6. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned to olympus for inspection, and therefore the customer complaint was not reproduced. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image and b30 error" malfunctions would likely be related to attaching and detaching the scope while the processor and the light source equipment turned on. The event can be prevented by following the instructions for use which state: warnings and cautions: do not connect or disconnect the endoscope, videoscope cable, video converter, or camera head while the video system center is turned on. Connecting or disconnecting the endoscope while the video system center is on may destroy the ccd. Turn the video system center off before connecting or disconnecting the endoscope. 3.1 precautions for installation and connection turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result. The event can be prevented by following the instructions for use which state: technical assistance center advised to clear the error before testing another scope also not to hot swap, check not to have anything connected to the cv-190 when connecting 190 series scopes and reseat the cables. The issue was discovered to be unplugging the scopes while the video and light source were still on, therefore the issue was solved. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had an error code b30 (scope communication error). There were no reports of patient harm.